Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting a high, out of range pacing impedance measurement. The pace/sense portion of the lead was surgically capped. Due to the patient's anatomy, this transvenous defibrillation lead precluded the placement of a new transvenous defibrillation lead, so only a pace/sense lead was implanted and the chronic transvenous defibrillation lead is still in service for defibrillation purposes. No adverse patient symptoms were reported.